Event description:
As reported, during use of a co-set device and swan-ganz catheter, it was noted that the cardiac output values were abnormal and could not be trended. The clinician realized that fluid was leaking around the interior of the syringe part of the set. The nurse noted that the values did not correlate with a mixed venous sample that was drawn concurrently. There was no harm to the patient.

Manufacturer narrative:
The device evaluation is anticipated. However, at this time the complaint could not be confirmed without the product. A supplemental report will be sent with the final investigation results.

Manufacturer narrative:
Per further follow up with the customer it was confirmed that coset device was discarded at the hospital and will not be returned for evaluation. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. No corrective actions will be taken at this time. The medwatch number for the related swan-ganz catheter is 2015691-2015-00195 .

Manufacturer narrative:
Correction to the coset 510k number. The number listed under supplemental 2015691-2015-00193-2 does not pertain to the coset device, it is incorrect. The correct 510k number for the coset is listed.